Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada site#3. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. At the event the patient experienced: pain and mobility. No further patient complications were reported.